Manufacturer narrative:
Additional product codes: hwc, ktt. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review was completed. Part no.: 424.601s lot no.: l767348 manufacturing location: (B)(4) supplier: (B)(6). Release to warehouse date: 12.feb.2018 expiry date: 01.feb.2028 no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile 424.601 / l754505 was manufactured in grenchen release to warehouse date: 25.jan.2018 no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported patient underwent a corrective osteotomy for deformed union on the tibia on (B)(6) 2018. A 4.5mm narrow locking compression plate (lcp) plate was implanted and fixed with locking screws from the inside of the diaphysis. It was noted that there was a slight gap on the area where the osteotomy was applied. Patient applied full weight bearing post-operatively. On unknown date in (B)(6) 2018, it was noted that the plate had broken. Patient was returned to surgery on (B)(6) 2018 for a revision and replacement of the plate. Surgery was completed successfully. Concomitant devices reported: locking screw (part number unknown, lot number unknown, quantity unknown) this report is for one (1) 4.5mm narrow lcp plate this is report 1 of 1 for (B)(4).